Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms after bolus delivery. The customer thought that the occlusion was caused by the infusion set and had changed it several times. The customer's blood glucose (bg) level was 300 mg/dl with moderate ketones. The customer delivered a correction bolus with insulin injections to lower the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm if the infusion set was the cause of the occlusion.